Event description:
It was reported that a plum 360¿ was found to have an infusion problem during patient use. The reporter stated that the plum infusion pump was set correctly to deliver at 277ml/hr, and witnessed by 3 sact members of staff, but infused 1 hour 35 minutes extra and not 1 hour as it should for weekly paclitaxel. The pump has been sent to the estate to be investigated. The quantity of defective devices affected is 1 and manufactured on 29-mar-2021. The outcome code is repaired and stored. The pump is available for investigation. The status of the device at the time of the event is unknown. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The device was found with missing power cord and cord retainer. The power cord and cord retainer were replaced. The logs were downloaded and sent to r&d engineering for review. The log review found the following: "engineering could not confirm the customer complaint of under delivery from the given logs and concludes that the nurse programmed the piggyback infusion in line b for 277ml at 1hr duration which infused and got completed at 1 hour as expected. Again, the infusion in line a was started for 8 minutes and stopped by user after 3 minutes. Engineering confirms that the device ran for 1 hour and 3 minutes as per the programmed values and did not under deliver". The pump then passed functional testing (pumping with no alarms). The customer complaint of "pump was set correctly at 277ml/hr witnessed by 3 sact members of staff but infused 1 hour 35 minutes extra and not 1 hour as it should for weekly paclitaxel. Pump has been sent to estate to be investigated." Was not confirmed as it was not seen during testing or log review.